Event description:
Siemens healthineers discovered within the scope of field safety corrective action (fsca) xp018/24/s (res # 94948) that the securing segment of the fixation for the monitor ceiling suspension was not installed correctly before performing the corrective action. The issue was resolved on-site by the siemens service engineer replacing and correctly installing the securing segment and the fixation screws according to xp018/24/s. No injury occurred due to the reported issue. It is assumed that in a worst-case scenario, if the support arm had been used further without noticing the issue, a serious injury could be sustained from falling equipment.

Manufacturer narrative:
E1: a facility contact name and phone number were not provided. Manufacturer's preliminary analysis: the root cause for issue has not been determined. The investigation is ongoing. The root cause will be reported under res# 94948 upon completion of the investigation. Corrective/preventative actions for this system were completed via ui xp018/24/s. A supplemental MDR report will not be submitted for this event.